Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first and second proximal rows, stent struts were lifted and pulled in a distal direction and on the fifth distal row, stent struts were lifted and pulled in a distal direction. The undamaged section of the crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 14-may-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.75 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.